Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis and that she experienced low blood glucose levels. At the time of the hospitalization, the blood glucose reading was 270 mg/dl. The customer was not on insulin pump therapy during the event. The hospital recommended that the customer being insulin pump therapy to see if it would help regulate her blood glucose. The customer's mother called to see if she had been performing the bolus procedure correctly. The blood glucose reading at the time of the call was 127 mg/dl. Nothing further reported.